Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations and concluded the observations were due to a potential interaction with electrocautery.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, pacing inhibition was observed for greater than two seconds when cautery was in use. The device was successfully explanted and replaced. No adverse patient effects were reported.